Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure the mega suture needle driver instrument was not cutting properly; a cable snapped while trying to use this function. The instrument was not dropped, nor were there any instrument collisions. The procedure was completed with no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive received the following additional information via follow up: there were no issues related to the opening/closing of the instrument grips. There were issues found with the left/right (yaw) motion of the grips. There were no issues found with the up/down (pitch) motion of the instrument's wrist. There was one cable found protruding from the wrist.